Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter described as "dirt in the product" was found inside a bd plastipak¿ insulin syringe before use. No injury or medical intervention.

Manufacturer narrative:
Investigation summary: DHR, quality notification and maintenance records were analyzed and no occurrences potentially related to the defect was observed. The sample sent by the customer was verified and it was possible observe foreign matter. After evaluating this sample it was not possible identify the root cause of this occurrence. The defect identified from this complaint will be monitored for trend evaluation. CAPA is not required.

Event description:
It was reported that foreign matter described as "dirt in the product" was found inside a bd plastipak¿ insulin syringe before use. No injury or medical intervention.